Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found cracked solder on the rf (radio frequency) head and ECG (electrocardiogram) connectors. Analysis also found the overlay touch screen was broken, the fan of the power supply was noisy, and the system fan was noisy. It was noted the lower case, rear display cover, and upper hinge plate were worn. (B)(4)

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.